Manufacturer narrative:
Investigation summary:bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and revealed foreign matter on the inside of the tube as there are black particles that are in the tube. Additionally, 80 retention samples from the bd inventory were inspected with no issues being identified.bd was able to confirm the customer¿s indicated failure mode with the photo provided.the exact cause for the customer¿s failure mode could not be determined.the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd vacutainer® buffered sodium citrate (9nc) blood collection tubes foreign matter was discovered in the tube. The following information was provided by the initial reporter, translated from chinese to english: black impurities in the test tube.